Manufacturer narrative:
On 17-nov-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was damaged. The hemostatic valve of the sheath was damaged. The surgery was not delayed due to the reported event. The procedure was successfully completed. No fragments were generated. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On another hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record was performed for the finished device 00001721 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was damaged. The hemostatic valve of the sheath was damaged. The surgery was not delayed due to the reported event. The procedure was successfully completed. No fragments were generated. No patient consequences were reported. The hemostatic valve separation is MDR-reportable.